Event description:
A healthcare professional representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. The lens remains implanted. Per the reporter "the vaulting now is normal 500 um. The vaulting low in h+1 maybe because the lens hasn't stable. Dr. Devy still monitoring this patient". Cause of the event was reported as unknown.

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/position the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4)